Event description:
Patient underwent left radical adrenalectomy, resection left renal vein, and ivc tumor thrombus and right pulmonary artery thrombectomy about a week ago. During procedure, as surgeon was removing adson-beckman retractor used to expose the right pa, it was discovered that one yellow rubber shod was missing from the end of the retractor. (Missing shod was noticed prior to surgical incision in the cardiac chamber and the pulmonary artery). The surgeon immediately identified that the yellow shod was missing and search of or room, table, etc. Was conducted. Drapes and towels also searched at end of case but the team was unable to locate the shod. Patient remained stable for the rest of case and was transferred to ICU post-operatively without incident. The surgeon notified family of event.